Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising. The analyst noted that the rv lead impedance has been rising from around 400 ohms in june 2015 to 1064 ohms in (B)(6) 2015. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that there had been a consistent rise in pacing impedance and capture threshold from the right ventricular (rv) lead over approximately a three month period. Elevated short interval counts (sic) were also noted. This was believed to be signs of fracture. A lead revision was performed and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.